Event description:
Customer stated cyrocyte freezing container broke. Additional info: the bag was storing hematopoietic stem cells. It is unk the exact number of mls. Cell were not infused into the pt. There was no pt impact as they received an adequate dose. The breakage was noticed during thaw and that it is unk when the breakage occurred.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. There have been no reported negative clinical consequences for the pt. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA# (B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore, evaluation of the complaint sample is not necessary. Ctq-CAPA-(B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. Ctq-CAPA-(B)(4) was closed on 01/28/2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.